Event description:
It was reported that prior to the attempted implant of a transcatheter valve,  there was no misload identified during loading. The deployment of the valve was attempted 3 times and recaptured following each deployment attempt due to the depth of deployment; however, an infold was observed during the second recapture. It was noted that the target implant depth when the infold occurred was 3 millimeters (mm). Subsequently, the valve was withdrawn from the patient, and a new valve was loaded and used to complete the procedure without further issues. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (unknown serial/lot); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.